Manufacturer narrative:
Initial

Event description:
It was reported that after a meal the user¿s glucose rose above 400 mg/dl when they forgot to announce/bolus and subsequently administered subcutaneous insulin by pen to reduce the glucose, with no healthcare provider involvement; the medical device problem aligned with an improper or incorrect procedure or method and the device component implicated was the user interface. Symptoms included hyperglycemia. Outcomes included the need for unexpected medical intervention with medication and the event meeting the criterion of serious injury or illness impairment. Investigation included communication and interviews and analysis of information provided by the user or third party. Investigation of this case revealed no device problem and identified a usage problem. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error that caused or contributed to the event.